Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the ventricular channel post-implant. Patient was brought back for revision and after reconnecting the hv lead into the header, normal electrical measurements were observed. Patient was fine post-procedure. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.